Event description:
It was reported via repair work order that the bed was missing the motion interrupt pan. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.